Event description:
On (B)(6) 2012, the patient contacted animas to confirm date she would receive her replacement pump. The patient had contacted animas the day prior and it was noted the pump was being replaced due to it suspending itself. At the time of the call, the pump was reviewed again per the patient's request. Customer support noted that after reviewing the subject pump, the patient was told that the pump was delivering as programmed. At the time of the call, the patient informed customer support that she had not know what her blood glucose (bg) level was. The patient stated she checked her bg with her meter remote and obtained a reading of 160 mg/dl; however, was concerned that her meter remote may have not been reading accurately. The patient informed customer support that she felt 'like she could be high or low,' but did not mention having any symptoms. The patient wanted recommendations on what dosage of insulin and what type of insulin to take by syringe. Customer support advised the patient to go to see her hcp or ER to get her bg checked prior to taking insulin. On 10/29/2012, the patient called animas back and reported that while off the pump and waiting for her replacement pump she was unable to control her bgs and went to the ER for treatment for a high bg. The patient was unable to recall date of ER visit. The patient informed customer support that she was treated with IV fluid and then released with instructions to give novolog insulin every hour per written instruction. There was no mention of bg values obtained at time of ER visit. The patient mentioned that prior to going to the ER her bg ¿went high on the meter¿ and she gave herself an injection bolus. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after she discontinued use of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates and shows pump was delivering accurately up until the last date used by the patient. There were no alarms or errors associated to the complaint in the black box or alarm history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Unable to duplicate the complaint during the investigation. There was no defect found.